Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). UDI information in d4 is not provided as the device was manufactured in november 2023, prior to the requirment of UDI.

Event description:
The following was reported to hamilton medical ag: -battery is not getting charging -loss of external power failure occurs during the general check. No patient involvement.